Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature battery depletion. It was noted that the reason was due to a delivery of a shock and the device attempting to connect to the remote monitoring network on a daily basis. The ICD is planned to be explanted and replaced. The status of the remote monitor is unknown. No patient complications have been reported as a result of this event.